Manufacturer narrative:
The reported blood loss has been attributed to operator error in failing to unclamp the line for rinseback. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide provides adequate steps for cartridge configuration for rinseback. The event has been reviewed with the patient's facility. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator completed a routine hemodialysis treatment and experienced air alarms at beginning of rinseback that could not be resolved. Tech support was contacted for assistance and it was determined that the operator left one of the arterial clamps closed which caused the blood in the cartridge circuit was clotted, which resulted in a 210cc blood loss. No medical intervention was required.